Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that the vns pt's device showed high lead impedance during diagnostic testing. It is unk when the pt's device diagnostic tests were last within normal limits prior to this office visit. The pt was sent to surgery. During surgery, the generator was replaced initially and the device was tested again. Replacement of generator did not resolve the high lead impedance event, therefore, the lead body was also replaced. X-rays were not taken to check the integrity of the lead prior to surgery. It is unk if there was any manipulation or trauma to the device that could have contributed to the reported event. Good faith attempts to obtain additional info regarding the reported event and explanted products for analyses are currently underway.